Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 05-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid (0.5 mg/ml at 0.03 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2021, the patient¿s friend/family member reported that the patient had been doing really well for the last 3 weeks after implant then over the last few days noticed an increase in pain. The pain had been gradually getting worse. Last night, the patient stated that the pain was back as if she didn¿t have the pump implanted. The reporter stated that he had called and left a message for the patient¿s doctor but had not heard back from them yet. Additional information was received on (B)(6) 2022 from a healthcare provider (hcp) via a company representative who reported that the patient presented to the physician¿s office with complaints of increased pain. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The physician performed a catheter access study in the clinic and was unable to aspirate any csf (cerebrospinal fluid). X-rays were obtained the same day as the cap (catheter access port) study and verified that the catheter was at t10. The patient was brought to the or (operating room) today for a catheter revision. The physician first opened the pump pocket and dissected out the intrathecal catheter. He again attempted to aspirate csf from the catheter port but was still unsuccessful. Several attempts were made to retract the catheter and again attempt side port aspiration, but it remained unsuccessful. The physician subsequently decided to replace the entire catheter with a new one. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6)2022, product type catheter h3: the catheter was returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.